Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine check, this implantable defibrillation lead exhibited loss of capture and reduced sensing. High pacing thresholds were also noted. A chest x-ray confirmed the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.